Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient had external fixation for femoral fracture in (B)(6) 2012. It was discovered the patient had a nonunion. The external fixation was removed a few days before the revision surgery, date unknown. The revision took place on (B)(6) 2012. During the revision, surgeon was reaming and was having difficulty with the reamer head and shaft. Surgeon tries several times to pass the reamer in the femoral canal without success. Surgeon then decided to ream the spinal canal to take graft. Experiences difficulty with passing the reamer head but tries until he succeeded. It was observed through x-rays the reamer head is broken in the distal part and is in the milling guide. This is 3 of 3 reports for this complaint event.

Manufacturer narrative:
Implanted (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.